Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after filling the infusion set tubing. The customer's blood glucose was 326 mg/dl at the time of incident. Customer declined to troubleshoot but mentioned she treated with an insulin pen. Faintly heard the customer mentioned having a blood glucose value of 476 mg/dl. Customer sounded as they were far away from phone. The insulin pump is not expected to be returned for analysis.